Event description:
It was reported that during a generator change procedure, this right ventricular (rv) lead parameters were tested and found to exhibit high pacing thresholds. It was noted that the patient was known to have chronic high pacing thresholds. The physician opted to replace the rv lead. The lead was surgically abandoned and replaced with a new lead successfully. No additional adverse patient effects were reported. This lead was capped.